Manufacturer narrative:
As a result of re-evaluating the complaint information after submitting the initial MDR, it was found that this event required risk analysis. As a result of risk analysis, it was found that this event was reportable malfunction on 2020/09/29, so the g4 in the initial MDR was corrected from "2020/07/20" to "2020/09/29". And this supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by the defect of power supply board or video processing board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus singapore pte. Ltd. (Osp). The evaluation of the subject device confirmed the followings; the reported event was able to be reproduced. Osp assumed that the power supply unit was broken. If additional information becomes available, this report will be supplemented.

Event description:
The power of the subject device automatically turned off when the device was being used with a cv-190, a clv-190 and an endoscope. This event occurred a few minutes after the device was turned on. There was no report of patient injury associated with this event.